Event description:
The article, "transcatheter ductus arteriosus closure with various devices in the pediatric patient group and long-term outcomes: experience from a single center", was reviewed. The article presented a retrospective, single center study to compare the effectiveness, safety, and long-term outcomes of various transcatheter patent ductus arteriosus (pda) closure devices. Devices included in the study were amplatzer duct occluder (ado-I), amplatzer duct occluder ii (ado-ii), and coils. The article concluded that percutaneous closure of pda in children is safe and effective, with a high success rate. Key factors include the patient¿s age, weight, duct dimensions, and the type and size of the pda. Ado-I devices are ideal for larger defects, while coil or ado-ii devices are preferable for smaller ones. Proper patient selection is critical for successful outcomes. [The primary and corresponding author was seyma sebnem ön, ege university faculty of medicine, department of pediatric cardiology, izmir, turkey, with corresponding email: dr.sebnem.on@gmail.com]. The time frame of the study was from 2044 to 2023. A total of 320 patients were included in the study, of which 119 (37.15%) received an abbott device. The average age was 56.5 months and the majority gender was female. Comorbidities included patent ductus arteriosus.

Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter ductus arteriosus closure with various devices in the pediatric patient group and long-term outcomes were reported in a research article in a subject population with co-morbidity including patent ductus arteriosus. One of the complication reported was cardiac tamponade; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. Literature attachment: transcatheter ductus arteriosus closure with various devices in the pediatric patient group and long-term outcomes: experience from a single center.